Manufacturer narrative:
Evaluation summary: the reported condition of a pump with depleted batteries was confirmed during product evaluation. Inspection of the device found that the pump¿s main batteries were four discharges below the alarm threshold. Main batteries were damaged and therefore the batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated. Device was evaluated on site in early 2007.

Event description:
The field service engineer reported a pump with depleted batteries. This problem was identified during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.